Event description:
Patient presented with redness and irritation on left arm several days after rash. Procedure was ep study with mapping and rf ablation for wolff-parkinson-white syndrome.what was the original intended procedure?ep study with mapping and rf ablation for wolff-parkinson-white syndrome.device #1is this a laboratory device or laboratory test?no.